Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced atrial perforation, pericardial effusion, and a drop in blood pressure. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a versacross rf wire was used. Transesophageal echocardiogram (tee) was placed, femoral access was gained and then a non-boston scientific coronary sinus catheter and a non-boston scientific intracardiac echocardiography (ice) catheter were inserted into the heart. A trivial pericardial effusion was noted. A versacross connect dilator and versacross rf wire were used with an incompatible non-boston scientific sheath to cross the septum and gain access to the left atrium (la). The rf wire and dilator were then readvanced back into the la, the sheath was retracted into the right atrium (ra), and the ice catheter was placed into the la. The sheath and dilator were advanced over the wire into the la, and then the dilator and wire were removed from the body. The farawave catheter was placed into the la to perform pvi; vein isolation was confirmed on mapping post-ablation, indicating successful completion of the pfa portion of the procedure. The ice catheter was positioned for laa views. Around this time the patient's systolic blood pressure was noted to be low. Ice confirmed the previously trivial effusion had increased in size. The laac portion of the procedure was cancelled to treat the effusion. Pericardiocentesis was performed interprocedurally, the patient was placed on extracorporeal membrane oxygenation (ECMO), and a surgical repair of the laa was done. Perforation was confirmed during the surgical repair. The patient was recovering after the surgical intervention with no neurological deficits observed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the atrial perforation, pericardial effusion, and drop in blood pressure are known inherent risks with use of this product. Device history record review: a device history review could not be performed as the identifying information for the device is unknown. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that atrial perforation, pericardial effusion, and drop in blood pressure are addressed as a potential procedural complication when using the versacross connect access solution for faradrive. The device was used with an incompatible sheath. Per the instructions for use (IFU): "the versacross rf wire must be used with 0.035" compatible transseptal sheath and dilator devices. Use of incompatible accessory devices may damage the integrity of the versacross rf wire or accessory devices and may cause patient injury." Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the versacross connect access solution for faradrive device confirmed that the event of cardiac perforation, pericardial effusion, and hypotension are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect access solution for faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of atrial perforation, pericardial effusion, and drop in blood pressure are known inherent risks of the versacross connect access solution for faradrive. As stated by the instructions for use, "adverse events that may occur while using the versacross connect access solution for faradrive include, but are not limited to, the following: cardiac trauma, hypotension." The device was used with an incompatible sheath. Per the instructions for use (IFU): "the versacross rf wire must be used with 0.035" compatible transseptal sheath and dilator devices. Use of incompatible accessory devices may damage the integrity of the versacross rf wire or accessory devices and may cause patient injury."

Event description:
It was reported that the patient experienced atrial perforation, pericardial effusion, and a drop in blood pressure. During a concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure a versacross rf wire was used. Transesophageal echocardiogram (tee) was placed, femoral access was gained and then a non-boston scientific coronary sinus catheter and a non-boston scientific intracardiac echocardiography (ice) catheter were inserted into the heart. A trivial pericardial effusion was noted. A versacross connect dilator and versacross rf wire were used with an incompatible non-boston scientific sheath to cross the septum and gain access to the left atrium (la). The rf wire and dilator were then readvanced back into the la, the sheath was retracted into the right atrium (ra), and the ice catheter was placed into the la. The sheath and dilator were advanced over the wire into the la, and then the dilator and wire were removed from the body. The farawave catheter was placed into the la to perform pvi; vein isolation was confirmed on mapping post-ablation, indicating successful completion of the pfa portion of the procedure. The ice catheter was positioned for laa views. Around this time the patient's systolic blood pressure was noted to be low. Ice confirmed the previously trivial effusion had increased in size. The laac portion of the procedure was cancelled to treat the effusion. Pericardiocentesis was performed interprocedurally, the patient was placed on extracorporeal membrane oxygenation (ECMO), and a surgical repair of the laa was done. Perforation was confirmed during the surgical repair. The patient was recovering after the surgical intervention with no neurological deficits observed. The device is not expected to be returned for analysis due to disposal.